Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation on (B)(4) 2011 with a user facility representative. "[Name removed](clinical specialist carefusion) is requesting fsd [field service dispatch] for the customer, [name removed] notes advanced pulmonary monitoring was being done utilizing nasogastric tube. The customer noted balloon test passed but after insertion and checking proper placement initial positive waveform tracing/ data was noted followed by negative waveform with no data noted no pt issues noted by the customer no specific vent settings provided. [Name removed] will go onsite tomorrow to try to reproduce the issue he will follow-up with fsr [field service rep]." The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 11/07/2011. "Title: xxxxx. Event description: possible leaky epm [enhanced patient monitor] manifold with our avea ventilator. Talked to staff about this and they feel there maybe a problem inside of ventilator. Manufacturer response from ventilator system, avea (per site reporter). Manufacturer has found they have issues with the epm [enhanced patient monitor] boards. Service rep [representative] from carefusion came out replaced epm [enhanced patient monitor] board and did all associated testing."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep and the carefusion failure analysis lab tech. The carefusion field service rep evaluated the device, verified the complaint and determined that the root cause of the reported event was a faulty epm [enhanced patient monitor] assembly. Unrelated to the reported event, the carefusion field service rep determined that the devices' gas delivery engine (gde) needed to be replaced as a part of the avea recall # 205001-9-08-011-001c. The carefusion field service rep replaced the epm [enhanced patient monitor] assembly, gas delivery engine (gde) and ran the device through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service. The carefusion failure analysis lab tech evaluated the alleged faulty epm [enhanced patient monitor] assembly and was unable to reproduce the reported event thus no root cause of its alleged failure was determined.